Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) exhibited premature battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed a severely depleted battery. When the hybrid was powered with an external source, there was no confirmation of abnormal conditions, such as high current drain, that would have resulted in battery depletion. No hybrid anomalies were found. Battery analysis found no evidence of an internal mechanism for premature depletion during destructive analysis. If information is provided in the future, a supplemental report will be issued.